Event description:
Facility nurse reports the patient went into anaphylactic shock at the start of a routine in-center hemodialysis treatment. The patient was having access issues and the nurse was initiating hemodialysis treatment, watching the patient's pressures and placing the blood pressure cuff on. As the blood was entering the venous needle, the patient started panicking, indicated he was having difficulty breathing. His tongue was swelling. Bp 65/43. Treatment was discontinued, the patient was placed in the trendelenburg position and administered 25mg IV benadryl which did not resolve symptoms. 911 call placed and nurse continued to stabilize patient. When emts arrived 20 min later, the patient had a pulse and was breathing on his own. The patient was transferred to the hospital. The patient stopped breathing during transport and required intubation upon arrival at the hospital. Patient was admitted into ICU in a coma and unresponsive. On 10/2/08 the patient was reported as stable and off the ventilator. In 2008, the patient was responsive and expected to make a full recovery. It was reported that emts administered a paralytic agent to the patient during transfer to the hospital which caused the symptoms that occurred during hospital transport and required the subsequent hospitalization.

Manufacturer narrative:
No problem was found with the returned cartridge. There is no evidence of a device malfunction. Quality control records reviewed with no problems found. Nxstage cartridge is a single use gamma sterilized disposable. Facility reported that patient has had a reaction to a different dialyzer in the past. This was the patient's first treatment with nxstage device. Initial symptoms apparently resolved with discontinuation of treatment. Hospitalization and subsequent treatment was attributed to administration of paralytic agent by emt personnel. Further attempts to obtain additional patient information have been unsuccessful. Nxstage medical considers this report closed. No additional information will be provided.